Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the device found that the returned balloon had evidence of being inflated. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted. A visual and microscopic examination of the balloon material observed a pinhole leak at the proximal end of the blades. In addition, an indentation mark was evident at the leak area. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report#: 2134265-2010-02937. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon burst and perforation occurred. Access was obtained via the right femoral artery. The 90% de novo and in-stent restenosed lesion measuring 3.00mm in diameter and 20mm in length was located within a taxus express2 stent in a mildly calcified mid left anterior descending artery that contained a bend of thirty degrees. The cutting balloon was inflated to 6 atms for 28 seconds, 12 atms for 50 seconds, 6 atms for 10 seconds and 8 atms for 13 seconds. The balloon ruptured on the fourth inflation. After the balloon rupture the patient experienced angina and a perforation was noted. A 2.75x28mm promus drug eluting stent was deployed at 16 atms for 86 seconds, overlapping with the original stent to treat the perforation. The lesion was then post-dilated with a 3.25x15mm quantum balloon that was inflated to 12 atms for 11 seconds, 12 atms for 42 seconds, 16 atms for 16 seconds and 16 atms for 35 seconds. Prior to intervention timi flow was ii; post-procedure, timi iii flow was restored. No further patient injuries or complications occurred. Patient status is listed as 'okay.'

Event description:
Same case as MFR report#: 2134265-2010-02937. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon burst and perforation occurred. Access was obtained via the right femoral artery. The 90% de novo and in-stent restenosed lesion measuring 3.00mm in diameter and 20mm in length was located within a taxus express2 stent in a mildly calcified mid left anterior descending artery that contained a bend of thirty degrees. The cutting balloon was inflated to 6 atms for 28 seconds, 12 atms for 50 seconds, 6 atms for 10 seconds and 8 atms for 13 seconds. The balloon ruptured on the fourth inflation. After the balloon rupture, the patient experienced angina and a perforation was noted. A 2.75x28mm promus drug eluting stent was deployed at 16 atms for 86 seconds, overlapping with the original stent to treat the perforation. The lesion was then post-dilated with a 3.25x15mm quantum balloon that was inflated to 12 atms for 11 seconds, 12 atms for 42 seconds, 16 atms for 16 seconds and 16 atms for 35 seconds. Prior to intervention timi flow was ii; post-procedure, timi iii flow was restored. No further patient injuries or complications occurred. Patient status is listed as "okay."

Manufacturer narrative:
(B)(4).